Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 474mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The events leading to her admission was nausea, vomiting, weakness, and stomach ache. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose was 144mg/dl, and she has treated with the insulin pump. The customer stated that she had an infection along with stress the week prior to the event. No further information was provided.